Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed a cs 054 alarm. An ez-prime and 24 hour duration test were successfully completed with no call service alarms duplicated. The pump cover was removed and the transceiver board flex was found to be cracked. The pump was confirmed in the pump history but not duplicated during testing. (B)(4).